Manufacturer narrative:
The customer¿s report of an infusion intended for 8 hours completing in 5 to 6 hours could not be confirmed or duplicated. The customer did not provide a date or time for the alleged incident and there was no programming found with an infusion to run for approximately 8 hours. On (B)(6) 2018 phenylephrine 10mg/250ml was programmed to infuse at 45 ml/hr. During the infusion the rate was titrated to 60 ml/hr, then back to 45ml/hr. At 11:58 am a new vtbi of 200ml was entered, suggesting the infusion duration should be approximately 4 hours and 45 minutes; however the pump module alarmed for air in line at 1:07pm. The infusion was restarted but then programmed for a 5 minute delay. The infusion was restarted at 1:20pm while the remaining vtbi was at 147.56ml; however within a few seconds a new vtbi of 200ml was again entered. Prior to the new vtbi entry the infusion duration at the time of the ail alarm was only an hour and nine minutes. The infusion was terminated at 3:56pm. Inspection and testing of the pump module showed no malfunctions and the device was infusing within specification. The incident disposable set was not returned for investigation. The root cause for the reported event could not be identified.

Event description:
The customer reported a 250ml infusion of phenylephrine was programmed to infuse at 40 mcgs for 8 hours however the solution completed in 5-6 hours. The patient did not have any adverse reaction or showed any symptoms of overdose. The patient is in comfort care and the family requested for no escalation so the said vasopressor remained at 40 mcgs. The pump was changed and the facility requested for " maintenance check" from their biomed department.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a 250 ml infusion of phenylephrine was programmed to infuse at 40 mcgs for 8 hours however the solution completed in 5-6 hours. The patient did not have any adverse reaction or showed any symptoms of overdose. The patient is in comfort care and the family requested for no escalation so the said vasopressor remained at 40 mcgs. The pump was changed and the facility requested for " maintenance check" from their biomed department.